Event description:
The patient was implanted with two octrodes of the same lot number. The patient reported the scs system was explanted due to ineffective pain relief. The physician opted to remove the system since it was no longer helping the patient's neuropathy pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.